Manufacturer narrative:
(B)(4). The customer returned one arterial catheterization set for evaluation. No signs of use were observed on the returned components. Visual inspection of the returned guide wire revealed no defects or anomalies. Microscopic examination confirmed the distal weld was intact. The guide wire length measured 4 5/8", which is within the specifications of 4 7/16-4 11/16" per product drawing. The guide wire outer diameter measured 0.39mm, which is within the specifications of 0.381-0.404mm per product drawing. The needle cannula inner diameter (ID) measured 0.025", which is within the specifications of 0.0250"-0.0255" per product drawing. Functional inspection of the returned device was performed per the instructions-for-use (IFU) provided with the kit which states , "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle (refer to figure 2). When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip." The guide wire was able to pass through the returned needle cannula with no resistance. A manual tug test confirmed the distal weld was intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of a kinked guide wire could not be confirmed through complaint investigation of the returned sample. No kinks or defects were observed on the guide wire. All returned components met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. A new device was used to complete the procedure. No impact to patient.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. A new device was used to complete the procedure. No impact to patient.

Manufacturer narrative:
Qn# (B)(4).